Event description:
A complaint was received from a customer that reported that pt had been getting erratic results. When pt tested pt received a result of 30-40 mg/dl but then upon wiping the display a result of 300-400 mg/dl would appear. A request was made to have the system returned for evaluation. In the meantime a replacement unit has been provided.